Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information were completed, but no additional information was provided. Because the some of the product information is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farastar pfa generator they encountered issues performing stimulation during the procedure. No information regarding the patient's status, the procedure outcome, or if there was a back up stimulation system in place was provided. It is unknown if the console or any component of the console is going to be returned. It was further reported that the issue that occurred was noise in the ECG channels of the patient that were "stimulation like", however, it was verified that no stimulation was actively occurring at these times. There was no lack of stimulation when it was required and there was no unintended stimulation that occurred. The system was rebooted and the issue was fixed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the some of the product information is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farastar pfa generator they encountered issues performing stimulation during the procedure. No information regarding the patient's status, the procedure outcome, or if there was a back up stimulation system in place was provided. It is unknown if the console or any component of the console is going to be returned.